Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing pocket pain and uncomfortable stimulation in the chest area. The lead and cls were revised and the patient is receiving adequate pain coverage.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #; section g - date received by manufacturer; section g6 - type of report; section h4 - device manufacture date; section h6 - evaluation codes; section h10 - manufacturer narrative. The leads are not available for analysis. Without the return of any device for analysis, it is not possible to reach a definitive root cause. Undesirable changes in stimulation sensation and/or location, persistent post-surgical pain at hardware implantation sites, requiring surgery (including revision, explant and/or replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.